Event description:
Per the clinic, the patient was hospitalized for possible meningitis. It was also reported that the patient was hospitalized for meningitis prior to this event (date not reported). Additional information has been requested, but not received as of the date of this report, january 4th, 2012. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.